Event description:
It was reported that a 16f ultimum introducer was placed in the pt's left groin via a percutaneous puncture. A balloon was placed through the sheath in order to expand the pt's endoluminal bypass graft. Once the graft was in place, the balloon was removed. Bleeding occurred through the valve of the sheath, and there was enough blood loss that the patient was transfused with 3 units of blood. The physician inserted a 7f sheath into the introducer to minimize the blood loss. After the blood transfusion, the patient was reported to be stable and doing fine.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The ultimum introducer sheath instructions for use (IFU) cautions that insertion into the artery may cause excessive bleeding and/or other complication. The ultimum introducer sheath instructions for use (IFU) states that damage to the valve assembly may occur if inner catheter is withdrawn rapidly. The ultimum introducer sheath instructions for use (IFU) states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device.